Event description:
It has been reported to philips that error message of x-ray not possible was getting displayed. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray not possible. Upon further inspection, the fse found that the no space in image disks to store patient images. The fse reseated ippc, image disks and recreate image store. After that, the system was returned to use in good working order. But later on, (B)(6) 2022, the reported issue reoccurred, the fse installed new ippc and the reported issue was resolved. The codes were updated based on the investigation outcome.